Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for 5 unknown screws. Additional product codes and common device names: dzl ¿ screw, fixation, intraosseous. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
On (B)(6) 2012, patient had an explant surgery for a non-union of a distal tibial fracture with competitors hardware. On (B)(6) 2012, the patient was revised to a synthes medial distal tibia plate with 8, 3.5mm locking screws and 2, 3.5mm cortex screws. On (B)(6) 2013, the surgeon removed the plate and the 10 screws due to a non-union. It was reported that 5 of the locking screws were broken and the heads of the screws had dislocated from the shaft. The surgeon removed the construct and no other devices were implanted. The patient has a follow up visit with the surgeon to discuss options on future treatment. Date unknown at this time. This is 1 of 2 reports for the same event, complaint (B)(4).